Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that disposable caused the pump to exhibit a two-toned alarm with no message. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. The device was operated by the patient, and they had a backup device they were able to switch to, infusion was successful and life sustaining. This is a continuous infusion. Set flow rate and volume delivered are unknown. The event has been resolved and no adverse event or missed doses reported.